Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken control knob; the upper case was broken around the rate encoder. Analysis also noted that both output connectors were broken, the lock button was flat and the dome was collapsing, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged control knob. The epg was returned for service. No patient complications have been reported as a result of this event.